Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is nearing elective replacement indicator (eri) sooner than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device is pre/approaching eri, where the weekly battery voltage trend data shows min bat=2.928 to 2.726 volts between (B)(6) 2012 is before device rrt <= 2.6251 volt.